Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that tower door #4 had failed. A field service engineer (fse) found that the door on the auxiliary tower had malfunctioned. Upon inspection, a medication jam was cleared¿one bin had been overfilled, causing a medication to fall behind it and exert outward pressure on the door. The customer removed the excess medications, and the fse observed the customer successfully access the door afterward. The issue was resolved, and no further problems were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the user reported that the door failed to open. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.